Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: kinks on the cable unit. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause is traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited kinks on cable unit. There was no patient involvement.